Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a pump error alarm and a power loss alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind. The customer performed displacement test but was unable to complete due to pump error alarm recurred. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed pump error 38 during rewind due unlocked connector at the printed circuit board at the motor flex connector. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38. The motor was tested outside the device and passed. No cosmetic damage noted.